Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of low blood glucose of 50 mg/dl. Troubleshooting found that boluses may have been administered incorrectly. The call was dropped at this point and troubleshooting called the customer back and left a message.